Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when the button was pushed to deliver shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. A second device was used to administer shock. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Patient information for blocks a1, a2, a3, and a4 was obtained from the initial reporter and added to this report.

Manufacturer narrative:
Section h6 of the medwatch 001 report indicates: device code - 4019, unexpected shutdown. Section h6 of the medwatch 001 report should indicate: device code - 2959, inappropriate or unexpected reset and 1133, failure to deliver shock.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when the button was pushed to deliver shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. A second device was used to administer shock. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio replaced the therapy pcb to resolve the issue. After unrelated repairs were performed and proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off when the button was pushed to deliver shock. In this state the device would be inoperable and defibrillation therapy would not be available if needed. A second device was used to administer shock. This issue is patient related; however there was no adverse patient outcome reported.